Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm the allegations from the field. This lead met specification. Unrelated to the complaints from the field, analysis did not that there were set screw marks noted on all terminal connectors and superficial cuts noted on lead body.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a shock. An x-ray revealed that this right ventricular (rv) lead had dislodged from it's original implanted site. The shock that the patient received was inappropriate. The physician removed the rv lead from service and replaced with a new lead. No adverse patient effects reported.